Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10 the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the reported malfunction is a known issue. Since the product was manufactured prior to the power switch design change countermeasures, the potential root cause of the power switch was damaged is due to the excessive operating force applied to the power switch and the number of times exceeding the expected value. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The evaluation confirmed the power button (old version main switch) was damaged and stuck on the on position. Also, a non-olympus lamp with less then 50 hours was installed. The light output was within specification, however, it was strongly recommended the replacing with olympus xenon lamp for optimal performance. Additionally, the service inspection noted a worn out scope socket causing intermittent use of high intensity mode, exposed metal top cover, cracked front panel, and corrosion in air tubing and pump. The device was repaired to standard specifications and returned to the customer. A review of the device's repair history showed no previous repair records; the device purchased date is (B)(6) 2012. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technician at the user facility reported, during an unspecified event, the evis exera iii xenon light source 's "power button was suck on the on position. Please replace the light bulb." The technician noted the user's would continuously "poke" at the power switch and eventually the coil behind the power switch stopped working. There was no patient involvement reported.